Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
This device was later received following explant for unknown reason approximately one year after the initial report of fluctuating longevity. No adverse patient effects were reported.

Event description:
Approximately three weeks later additional evaluation was performed. Boston scientific engineering performed a disk analysis which revealed that the source of the battery anomaly was due to device in retry with autocapture settings. The device was appropriately reprogrammed out of retry, and the patient did not have any ill effects. The device remains in service and will not be explanted at this time. The patient will follow a routine schedule for monitoring.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device replacement indicator did not trigger while implanted. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but appeared to be depleting at an accelerated rate based upon device estimates of remaining longevity.

Event description:
Boston scientific received information from a local field representative that the clinic where this patient's device system is being monitored is questioning the remaining battery longevity. Additionally, that there has been a large change in the battery longevity values since the previous visit. The battery has changed from 2.5 years in 2012 to now less than six months with no changes in device programming. This device will be explanted and replaced in approximately one month. No adverse patient effects were reported.